Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the distal left anterior descending artery. After a non bsc guide wire crossed the lesion, an 8mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for plain old balloon angioplasty (poba) and dilation of the lesion was performed at rated burst pressure (rbp) several times. An attempt was then made to remove the device however it became stuck with the guide wire. The procedure was completed using a 2.0mmx10mm non bsc balloon catheter. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter and an unidentified wire. The balloon was loosely folded. The outer diameter (od) of the unidentified wire was measured. Microscopic and tactile inspection found no damage or irregularities to the distal shaft. Microscopic inspection found no irregularities or damage to the tip of the device. Microscopic inspection found no irregularities with the bond of the device. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set which is within specification. There were numerous kinks throughout the distal shaft. Microscopic inspection found the inner lumen slightly oval for 1.5cm, 11cm from the exit notch (distally). Functional testing was completed by using the guide wire sent back with the unit. The guide wire advanced easily until 11 cm from the exit notch. The wire could not advance any further due to the inner damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the distal left anterior descending artery. After a non bsc guide wire crossed the lesion, an 8mm x 2.00mm nc quantum apex balloon catheter was advanced for plain old balloon angioplasty (poba) and dilation of the lesion was performed at rated burst pressure (rbp) several times. An attempt was then made to remove the device however it became stuck with the guide wire. The procedure was completed using a 2.0mmx10mm non bsc balloon catheter. No patient complications were reported and patient's status was good.